Event description:
This is from the clinician: while treating a patient I was attempting to start an IV in the patient's left arm. While advancing an 18g catheter into the left antecubital vein the catheter broke away from the hub. The catheter appeared to stay in the patient's left arm. I attempted to locate the catheter to confirm that it was in the patient's arm and I was unable to find it. I immediately notified the patient, closely monitored the affected area during transport, and transfer of patient care. The patient's arm had no change in condition and the patient did not complain of any pain, swelling, or discomfort. FDA safety report ID # (B)(4).